Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Provider states the unit has no power failure alarm at all and is plugged into the wall at the shop.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control switch/button is broken resulting in no alarm , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider states the unit has no power failure alarm at all and is plugged into the wall at the shop.